Event description:
It was reported that the patient had the generator replaced due to end of service. The explanted generator was returned to manufacturer for analysis. A battery life calculation was performed with the available in-house programming history which resulted in approximately 0.08 yrs remaining to eri = yes. During the analysis, the end-of-service condition was confirmed. An open can measurement of the battery voltage level verified that the battery was depleted. During testing, transistor q9 was found to exhibit an out-of-limit (higher) leakage current at test chamber temperature. Although potentially a contributing factor to the eos, results of the battery longevity prediction confirm that the eos condition was an expected event. This slight leakage is expected to have only a minimal effect on the eos condition. The caged module met cyberonics final electrical test specification following the transistor q9 replacement.